Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received without original battery cap and unable to verify cracked battery cap. The insulin pump had a broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump was damaged, requiring the customer to tape the battery cap down. The blood glucose reading was 49 mg/dl. The customer's mother stated that the device and the battery cap were cracked from normal wear and tear. Advised discontinuation and replacement of the insulin pump. Nothing further reported.